Manufacturer narrative:
It was indicated that the mi was not stent related. The patient then underwent bypass surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that after a patient had an endeavor drug eluting stent implanted, their symptoms of painful and cold legs did not improve. It is stated that the patient experienced a heart attack approximately four months after the stent was implanted. No further patient injury reported.